Event description:
Edwards received information a patient with a 25mm mitral valve implanted five years, nine months, underwent valve-in-valve procedure due to mitral stenosis and regurgitation. A 26mm transcatheter valve was implanted inside the 25mm valve. The valve was placed in excellent position with trace mitral leak. The patient tolerated the procedure well and was discharged on pod #2 in stable condition.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received information a patient with a 25mm 7300tfx mitral valve, implanted five (5) years and nine (9) months, underwent valve-in-valve procedure due to mitral stenosis and regurgitation. A tmvr was performed using a 26mm 9600tfx valve. There was no allegation of a device malfunction towards the surgical valve. The patient is reported to be doing excellent.